Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer was almost unconscious at the time of hospitalization. Customer was hospitalized due to diabetic ketoacidosis and was in the intensive care unit. Customer was still in the hospital at the time of call. Customer was wearing insulin pump at the time of hospitalization. Customer was changing and ordering set once a month due to cost. During troubleshooting, customer declined to check for leaks or air bubbles. Customer did not check settings, due to believing that settings were ok. Customer was not able to run any other test due to not having any supplies. Customer was advised that emergency supplies would be sent.